Manufacturer narrative:
The investigation determined that negatively biased phyt patient results were obtained from the vitros 5,1 fs chemistry system. There is no evidence to show that phyt reagent slides contributed to the event. An ocd field engineer found that repairs to the incubator subsystem were necessary to return the instrument to expected operation. System performance was verified by processing quality control samples. A definitive root cause for the event could not be determined, however, the event was most likely instrument related.

Event description:
A customer observed negatively biased vitros phyt patient results for a single patient while using the vitros 5,1 fs chemistry system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. An affected patient result was reported to the clinician, and a corrected report was issued. There was no allegation of harm to the patient as a result of this event. This report corresponds to ortho clinical diagnostics, inc. (B)(4).